Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the user was able to access the pump features. Additionally, it was reported that multiple intermittent occlusion alarms occurred. The user¿s blood glucose level was in the 100's mg/dl at the time of report. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (wake button) was verified. The occlusion alarm was identified in the pump logs; however, no failure was identified.